Event description:
On (B)(6) 2021 my father was finally diagnosed with mycobacterium chimaera infection after 1.5 years of progressive symptoms. He underwent an aortic valve replacement surgery on (B)(6) 2015 at (B)(6). Doctors failed to diagnose this infection despite knowing of an exposure to this life threatening bacteria from contaminated operating room equipment. Because of the delay in diagnosis, the infection is now disseminated with brain involvement, leaving my father debilitated and in life-threatening condition. It is imperative that this information serve as a warning to countless other patients at risk of death before it is too late to effectively treat, or worse have already died because of misdiagnosis. FDA safety report ID# (B)(4).